Event description:
It was reported that the high-definition autoclavable camera head's "image did not display". There were no reports of patient harm.

Manufacturer narrative:
E1 facility postal code:(B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, updates and corrections. The device was returned to olympus repair site for evaluation. The repair center conducted a visual and functional testing, and the customer's allegation was confirmed. The device evaluation found cable damage and flooding and contact point corrosion. Based on the results of the investigation, it is likely that the image function did not function normally due to a charged coupled device failure and caused a "no image is displayed" occurred. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Follow-up in progress to obtain additional information regarding the event from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-definition autoclavable camera head's "image did not display". There were no reports of patient harm.